Event description:
A malfunction alarm identified as malf 0 was reported, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer by providing instructions to reset the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to contact technical support if the issue reoccurs.